Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure at the time of repositioning the right ventricular (rv) lead, the lead helix was stretched to a point, beyond being able to be used again. The lead was attempted/ not used and replaced. No patient complications have been reported as a result of this event.